Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation/ perforation (uterus)/how essure was puncturing my vaginal area"), device expulsion ("migration of the essure device/ migration of essure device location of device: uterus") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. In 2006, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), menorrhagia ("prolonged menses/abnormal bleeding(menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2007, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), headache ("headaches"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), alopecia ("hair loss"), anxiety ("anxious"), depression ("depressed"), nausea ("nausea") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (undergo a total hysterectomy with removal of the essure devices and undergo a total hysterectomy with removal of the essure devices on (B)(6) 2011). Essure (ess205) was removed in 2013. At the time of the report, the uterine perforation, device expulsion, genital haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, headache, back pain, pruritus, rash, weight fluctuation, dysgeusia, migraine, alopecia, anxiety, depression, vaginal haemorrhage, bladder disorder, urinary tract disorder, nausea, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pruritus, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted as per pfs: removal date: 2007, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2003: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jan-2019: plaintiff fact sheet received. Event added: abnormal bleeding (vaginal), bladder or urinary problems or changes, nausea, weight gain, abdominal pain, how essure was puncturing my vaginal area. Pt for the event migration of essure device location of device was updated to device expulsion. Reporter information was added. Lab data was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation"), device dislocation ("migration of the essure device") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), vaginal infection ("vaginal infection"), dysmenorrhoea ("severe abnormal menstruation pain"), dyspareunia ("dyspareunia"), menorrhagia ("prolonged menses"), vaginal discharge ("vaginal discharge"), headache ("headaches"), back pain ("severe back pain"), pruritus ("itching"), rash ("rashes"), weight fluctuation ("weight fluctuations"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), alopecia ("hair loss"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a total hysterectomy with removal of the essure devices) and surgery (undergo a total hysterectomy with removal of the essure devices). Essure (ess205) was removed in 2013. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, vaginal infection, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, headache, back pain, pruritus, rash, weight fluctuation, dysgeusia, migraine, alopecia, anxiety and depression outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pruritus, rash, uterine perforation, vaginal discharge, vaginal infection and weight fluctuation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement and full occlusion incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.